Event description:
It was reported that patient experienced issues inflating his inflatable penile prosthesis (ipp) device due to pump being "too hard". Further training was provided to patient but he still states to be unable to inflate his ipp. No information about the patient outcome is available at the moment.